Manufacturer narrative:
(B)(4). Evaluation results: (calcified and tortuous vessels), (endoleak, vessel occlusion). Evaluation conclusion: (calcified and tortuous vessels).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.9 cm abdominal aortic aneurysm. Aortic neck diameter varied from 23 mm at the renals to 22 mm, 25 mm, 28 mm, 25 mm, 24 mm over 12 mm in length. The iliac vessels were calcified and tortuous, especially on the left side. During the implantation of an endurant bifurcated stent graft, delivery/access issues were noted due to the vessel morphology. The device was tried first on the left side, but access was difficult. The device might have kinked where the ipsilateral limb terminates on the delivery system. The device was then removed and tried on the right side, where it was delivered without issues. After advancement, the graft was placed below the left renal, and the anchoring pins were set. When advancing the delivery system proximally to recapture the tip, the spindle appeared to catch on the struts; as a result, the graft moved proximally about 5 mm and partially covered the left renal. The left renal was able to be cannulated, and a 6 x 17 renal stent was placed. The case was completed successfully. No additional clinical sequelae were reported and the patient is fine.